Event description:
The international customer reported the ventilator could not boot up. The customer reported the device was not in use therefore there was no patient involvement. The manufacturers service provider replaced the power supply to address the reported problem.